Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1r8ap, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep): the patient did not have an exact date for lack of relief, this was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the device was explanted. Patient reported device was not providing symptom relief. It was reported patient had tried different programs but no other actions were performed. The event was resolved at the time of this report. No further complications were reported.